Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was taken to the emergency room due to seizures and a low blood glucose reading of 43 mg/dl. The customer stated that she was asleep at the time of her seizure. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.